Manufacturer narrative:
(B)(4). Foreign: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Discarded by hospital.

Event description:
It was reported that the guide sleeve of the juggerknot was stuck and did not retract as intended to. Surgeon used another product to complete the surgery. No patient consequences were reported as a result of the malfunction. No further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Review of device history records found these units were released to distribution with no deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.